Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detached.

Event description:
It was reported to boston scientific corporation that rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, the physician felt resistance when passing the tome through the scope and noticed the sponge inside of the biopsy cap was missing. Rat tooth forceps were used in an attempt to retrieve the sponge, however, it remained stuck inside the scope. A new scope and rx locking device and biopsy cap was used to complete the procedure. It is unknown if a water-soluble lubricant was applied on the biopsy cap prior to use. There were no reported patient complications reported as a result of this event.